Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins). It was reported that their healthcare provider reported that there were many patients who were having infection issues. No further information was provided. No further complications were reported/anticipated.